Event description:
Upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0002648920-2019-00226.

Manufacturer narrative:
This follow-up report is being filled to relay upon reassessment of the reported event, it was determined that this event will be reported on MDR # 0002648920-2019-00226.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown hip shell, cat#: unk, lot#: unk. Unknown hip liner, cat#: unk, lot#: unk. Unknown hip stem, cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00165, 0001822565-2019-00166, 0001822565-2019-00168.

Event description:
It was reported the patient underwent  a hip procedure on an unknown date. Subsequently it has been reported that patient is facing some unknown issues post initial surgery. Attempts have been made and no further information has been provided.